Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8749 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
2017-08-10 mpxr 448385 (hcp): information was received from a healthcare provider via manufacturer representative regarding a consumer receiving fentanyl [3600 mcg/ml] at a rate of 200 mcg/day, clonidine [500 mcg/ml] at a rate of 27.75 mcg/day, dilaudid [4 mg/ml] at a rate of 0.22 mg/day, and bupivacaine [10 mg/ml] at a rate of 0.555 mg/day via intrathecal drug delivery pump. It was reported that there was no flow from the distal catheter at time of the replacement so the physician replaced the catheter. The previous catheter was partially explanted and the distal segment remains implanted and inactive. The issue was resolved. There were no further complications anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a consumer receiving fentanyl [3600 mcg/ml] at a rate of 200 mcg/day, clonidine [500 mcg/ml] at a rate of 27.75 mcg/day, dilaudid [4 mg/ml] at a rate of 0.22 mg/day, and bupivacaine [10 mg/ml] at a rate of 0.555 mg/day via intrathecal drug delivery pump. It was reported that there was no flow from the distal catheter at time of the replacement so the physician replaced the catheter. The previous catheter was partially explanted and the distal segment remains implanted and inactive. The issue was resolved. There were no further complications anticipated/reported.